Manufacturer narrative:
(B)(4). Date sent: 11/6/2024 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, a response has not been received. Should additional information be obtained, a supplemental report will be submitted. Can a timeline of events be provided? Can more information about the suture device that was used? Was it a purse string device? Does the surgeon believe that the ethicon device caused or contributed to the bleeding? Can clarification on the size of the cdh device be provided since the device reported was a cdh25p but the blue cartridge is used for a 29p? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during robot-assisted low anterior resection, double stapling technique was done on sigmoid colon. There was bleeding down that night. Hemostasis was achieved by applying glue all around the anastomosis with colon fiberscope. The cartridge color was blue. The patient has not been discharged from the hospital at present but is progressing well. Dr. * said that it was not the anastomosis device, but the suture device he used for the first time in a rectal case. There were no adverse consequences to the patient. No further information is available.